Event description:
It was reported the customer had repeated no delivery alarms on their insulin pump. Customer stated their insulin pump would not deliver more than 3.5 units of insulin to their body. It was found the customer would receive no delivery alarms every other day. The customer also reported erratic readings with their sensor. The customer's blood glucose was 176 mg/dl. Troubleshooting was able to confirm insulin was able to exit with a fixed prime. Troubleshooting also found the customer's cannula was not bent. It was also reported the customer's no delivery alarms would cause the customer to have high blood glucose. Customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.